Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's left eye, due to hazy vision with the multifocal lens. There were no problems and no patient injuries reported. The patient was reported doing well with the replacement lens, a non amo monofocal lens. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens was within specifications in terms of optical power, thus the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provided some warnings that well-informed patients with well-defined visual needs and preferences should be selected for tecnis® multifocal 1-piece lens implantation. The patients should be informed about the possibility that a decrease in contrast sensitivity and an increase of visual disturbances may affect their ability to drive a car under certain environmental conditions, such as driving at night or in poor visibility conditions. All pertinent information available to abbott medical optics has been submitted.